Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (9610816-2025-001152) for further information regarding this complaint.

Manufacturer narrative:
Philips tested the bedside monitors and central station, revealing some alarms were being suspended or turned off by users in some rooms. The patients were not admitted to the system in some cases, so parameters did not return to default after discharge. The spo2 delay settings were reviewed, and the customer was advised as to this behavior. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarm parameters are incorrect and taking too long to be generated, specifically for spo2. The emergency room staff indicated some alarms are not returning to default settings, yellow alarms are occurring instead of red alarms, alarms are taking too long to activate and some spo2 alarms are not being generated. The device was in use on a patient at the time of the event, there was no adverse event reported.